Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-18 user has high glucose value. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; per follow up on (B)(6) 2017: customer is no longer experiencing symptoms.

Event description:
Consumer reported complaint for hi blood glucose results accompanied by symptoms. (B)(6) (friend) is calling on behalf of the customer. The customer is concerned with the result of hi and 529mg/dl. The expected non-fasting blood glucose test result range is 400 to 500mg/dl. The customer did report symptoms of feeling fatigue. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2017, a back to back blood test was performed fasting or non-fasting) by the customer and produced test results of e-5 and e-5 using true metrix meter. The test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. Hi (B)(6) 2017 11:03 am fasting: no, 356mg/dl (B)(6) 2017 10:09 am fasting: no, 202mg/dl (B)(6) 2017 09:52 pm fasting: no, 360mg/dl (B)(6) 2017 09:49 pm fasting: no, 529mg/dl (B)(6) 2017 07:24 pm fasting: no.